Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. Additional information was requested. (B)(4).

Event description:
An or manager reported that during an intraocular lens (iol) implant procedure, there was resistance about halfway into the injection. The leading haptic was straight. After the resistance the lens then launched into the eye in an uncontrolled manner. The surgeon was able to position the lens and implant it successfully. Additional information was requested.